Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the IV tubing of a one-link non-dehp standard bore catheter extension set was disconnected from the extension set, the hub came off with it. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.